Manufacturer narrative:
Previous medwatch submission noted deflation. Upon further information, physician reported that patient does not have deflation. Hence unreporting the previously reported deflation.

Event description:
Previous medwatch submission noted deflation. Upon further information, physician reported that patient does not have deflation. Hence unreporting the previously reported deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.